Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (inadvertently missed), g2 (added missed selection), h4, h6 - component code "841 - imager" is being corrected to "light source - 4749." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported events were partially confirmed. The e103 ignition error was reproduced, however, the issue regarding the front panel not responding was not reproduced. Based on the results of the investigation, the cause of the error 103 was likely due to a faulty ignitor board, and the cause of the front panel not responding could not be specified since this event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same set of equipment.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had ignition error (e103), and the lamp does not light up with front panel not responding. The issue occurred during preparation for use of a diagnostic screening tests. There were no reports of patient harm.